Event description:
Supplemental report is being submitted due to confirmation that the file is related to off-label use complaint with stent migration as a cascading effect.

Manufacturer narrative:
Device evaluation: double pigtail biliary stents (7 or 10 fr) of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article. ¿jang 2020 et al - "factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study" complaint files (B)(4) (report reference number - 3001845648-2020-00444) and (B)(4) (report reference number - 3001845648-2020-00440) are opened as a result of this paper. (B)(4) captures the cholangitis experienced by 3 patients. This file covers migration of double pigtail biliary stents (7 or 10 fr) in 11 patients in the article due to off-label use. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution, double pigtail biliary stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . According to the information reported in the paper double pigtail biliary stents (7 or 10 fr) was used in 85 patients. Additional effects relating to the stent were reported as the following: of the initial 85 patients, 11 were found to have migrated, and 3 were found to have led to cholangitis. As per clinical input, in this article cholangitis could be due to the baseline conditions but in worst case scenario could be attributed to our device. The user is instructed as per (ifu0045-7) which accompanies this device under the potential complications section ¿those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." 7fr or 10fr double-pigtail plastic stents (cook endoscopy, winston-salem, north carolina, USA) were used in this study for biliary drainage. A definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use it can result in outcomes that were never intended to happen and were never studied. Clinical input received confirmed that the use of the cook tent in this article for the purpose of clearance of difficult cbd stones after temporary biliary stenting was off-label use. An additional file ((B)(4)) report reference number - 3001845648-2021-00433 was opened to address 71 cases of off-label use and the user error of the stent being left in place for 3.7 months which exceeds the precautions in the IFU(ifu0045-7), "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." Summary: the complaint is confirmed based on customer testimony. The overall rate of complete stone clearance was 64.7 (55/85) at the second ercp. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation double pigtail biliary stents (7 or 10 fr) of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article. ¿jang 2020 et al - "factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study" (ref attachment: jang et al 2020). Complaint files (B)(4) is opened as a result of this paper. (B)(4) captures the cholangitis experienced by 3 patients. This file covers migration of double pigtail biliary stents (7 or 10 fr) in 11 patients in the article. The stents were used to treat the obstruction caused by bile duct stones, hence this biliary stenting was not off label use. Lab evaluation ¿ n/a. Image review ¿ n/a. Document review as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution, double pigtail biliary stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl according to the information reported in the paper double pigtail biliary stents (7 or 10 fr) was used in 85 patients. Additional effects relating to the stent were reported as the following: of the initial 85 patients, 11 were found to have migrated, and 3 were found to have led to cholangitis. As per clinical input, in this article cholangitis could be due to the baseline conditions but in worst case scenario could be attributed to our device. (B)(4) patients experienced stone fragmentation and 3 patients had stone disappearance which has been ruled out as complaint as per clinical input. The overall rate of complete stone clearance was (B)(4) (55/85) at the second ercp. Of the remaining (B)(4) patients, (B)(4) underwent another biliary stenting, and 2 were carefully followed up without additional stenting despite the presence of residual stones. The user is instructed as per (ifu0045-7) which accompanies this device under the potential complications section ¿those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." 7fr or 10fr double-pigtail plastic stents (cook endoscopy, winston-salem, north carolina, USA) were used in this study for biliary drainage. Since the exact length or rpn of the stents cannot be determined from the information reported the product scope will include all rpns for cbso, zebd, zso, and zso stents. Root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, stent migration is a known potential complication. An additional file (B)(4) was opened to address (B)(4) cases of off-label use and the user error of the stent being left in place for 3.7 months which exceeds the precautions in the IFU(ifu0045-7), "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." Summary: the complaint is confirmed based on customer testimony. The (B)(4) patients who suffered stent migration underwent a second ercp procedure where another stent was placed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jang 2020 et al - "factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study". After biliary cannulation and endoscopic sphincterotomy, when difficult cbd stones were encountered, 7-fr or 10-fr double-pigtail plastic stents (cook endoscopy, winston-salem, north carolina, USA) were placed for biliary drainage. Stent migration was recognized in 11 patients (12.9%) during the interval. (Edit dr 15-jul-2020).